Event description:
During a hemorrhoidectomy with md a suture broke from the needle and the needle went inside the rectum. Md had great difficulty in finding the needle. This suture is a ethicon 3-0 monocryl ref#mcp936 and is not considered a pop off suture. Dr. (B)(6) stated he would like a full investigation from ethicon as to why this occurred. He also stated any complications the patient may have postoperatively ethicon should incur.